Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "red screen alarm code 41860". A visual inspection revealed a pump in good condition. The investigator was unable to retrieve the event history log. When the device was powered on, the device immediately displayed error 41860 with a continuous alarm. This error code is a hardware fault related to clock_never_stabilized. The circuit board is corrupted. What caused the reported problem is unknown. Who caused the problem is unknown. The circuit board was replaced.

Event description:
It was reported that there was a red screen alarm code 41860 on a cadd® cadd®-solis vip ambulatory infusion pump. It is unknown if there was patient involvement.